Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker showed 2.5 years battery remaining with a magnet rate of 90 pacing per minute however, several months ago this device showed 2.5 years with a magnet rate 100 ppm. Boston scientific technical services (ts) discussed to use more conservative of gas gauge and magnet rate. Ts further explained that device used binning in order to determine the longevity. A small change in impedance could impact the bin. Additional information obtained from the field representative indicates that device will be check every 3 months and that patient is fine. This pacemaker still remains in service. No adverse patient effects were reported.